Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value from reported event was 130 mg/dl and sensor glucose value from reported event was 49 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend event was 58, under 50 below 40. Suspend on low limit in sensor settings was 65. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The device will not be returned for analysis.